Manufacturer narrative:
Literature citation: manjunath a, keeter mk, koloms k, kielb sj. Abdominal versus standard placement of the sacral nerve stimulator implantable pulse generator. Urology. 2019; 127: 49-52. Doi: 10.1016/j.urology.2019.02.013. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. Description of problem or event: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI #: asku. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the authors set out to determine patient factors prompting anterior abdominal wall placement of the sacral nerve stimulator implantable pulse generator and investigate revision and infection rates for buttock (standard) and abdominal placement. In a subset of patients who were wheelchair-dependent or lacked gluteal fat, placement of the implantable pulse generator in the anterior abdominal wall resulted in no revisions due to pain. Operative duration and infection rates were similar between abdominal and standard placement. Abdominal placement with extended length leads could be considered as a primary or revision option in these select patients. Reported events: 2 patients with an abdominal placement implantable neurostimulator (ins) experienced infection. 1 patient with a standard placement ins experienced infection. 3 patients with an abdominal placement ins underwent a total of four revision surgeries. It was noted that three surgeries were for a loss of efficacy and one was due to lead migration. The authors noted that this may be attributed to increased tension on the lead with abdominal placement causing loss of efficacy or lead migration. Furthermore, the authors added that the time from initial implantation to revision surgery was shorter in the abdominal group than the standard group, although not statistically significant. It was hypothesized that ¿this was due to decreased mobility and increased use of wheelchairs and transfer boards, which may also lead to increased tension on the lead and predispose to a quicker need for revision.¿ 17 patients with a standard placement ins underwent a total of 34 revision surgeries. It was noted that ten surgeries were due to pain, 18 surgeries were for a loss of efficacy, and 6 were due to lead migration. Three of the patients had the ins revised from the standard location to the abdomen. Of these, two patients had refractory pain at the ins site which resolved with the relocation and one had significant weight loss causing discomfort after initial standard placement. Revision of the ins to the abdomen resolved the discomfort issue. No further complications were reported or anticipated.